Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy and changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 95-100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.